Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient felt pain during implant placement. The implant was removed and no other implant was placed. The doctor stated that the implant did not touch the nerve. Tooth location 27.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage around the external threads and the drive feature but no evidence of any significant damage or deformation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. No device malfunction was found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.